Event description:
Customer reported issues with the insulin pump. Customer states that his buttons are not working accurately. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent up arrow due to flattened dome switch. Insulin pump received with peeling keypad overlay. Insulin pump received with cracked case at display window and severe scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.